Event description:
It was reported that the patient was experiencing frequent ipg charging despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.